Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the recharger was overheating. This was reported by the patient and confirmed by the representative. All troubleshooting was done by the representative; the battery was removed and adjusted/reset. It was noted that normal wear and tear might have contributed to the issue. The recharger, controller, and battery pack were replaced. It was unknown if the issue resolved as of 10-jun-2021. No surgical intervention occurred or was planned. No symptoms were reported, and the patient was alive with no injury. Additional information was received from the representative. It was reported that the recharger cord was not frayed/exposed. The heating did not occur at the connection point of the recharger cable and donut end of the device. There was no intermittent telemetry performance. It was noted that this information was confirmed with the physician/account.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) g2: the country of origin is canada. H3: analysis of the recharger, model# 97755 serial# (B)(6), revealed that they were unable to replicate the reported issue. The recharger never became hot after running it for ten minutes. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.